Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
After the balloon catheter had been inserted into the sheath, the physician attempted to advance the guidewire through the balloon catheter but he felt resistance at the distal tip of the catheter. When the physician removed the balloon catheter and the guidewire from the pt as a unit, he found that the tip of the guidewire had penetrated through the shaft of the catheter at the junction of the catheter and the balloon. The age and gender of the pt are unk. The target lesion was located in the radial vein (side unk). The vessel was described as mildly tortuous, with no calcification. The rate of stenosis was 90%. The balloon catheter was properly inspected and prepped prior to use. There was no mishandling of the catheter prior to use. The guidewire was not pre-shaped prior to insertion. It is unk if the physician used force to advance the guidewire through the balloon catheter after resistance was felt. The balloon catheter and guidewire were safely removed from the pt and a new balloon catheter and guidewire were used to continue the procedure. There was no reported injury to the pt.